Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that there was over-infusion on the cadd solis vip pump while using a smiths medical cadd administration set. There were problems of over-infusion in 20-30 incidents, mainly in taper mode (tpn) infusion with tubing from item number 21-7381-24. Potential lot numbers for the tubing are 3863385 and 3869365.  A patient was possibly injured due to the over- infusion, but no additional information was provided.